Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included htn diabetes, hld, and acute on chronic diastolic heart failure nyha class IV. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of three (3) years, five (5) months due to severe mitral stenosis, restricted motion of two leaflets, and trivial perivalvular leak. The tmvr was performed with a 29mm 9600tfx transcatheter valve successfully. Post deployment, there was excellent hemodynamics and only a trivial amount of perivalvular leak. The patient tolerated the procedure well and was transferred to the ICU in stable condition. Post operative tte revealed no perivalvular insufficiency. The patient was discharged home on pod #3 in good condition.